Event description:
It was reported that during service conducted at the manufacturer a piece of broken bur was found to be stuck inside the attachment. It was also reported that there was no delay and no adverse consequences as a result of this event.

Manufacturer narrative:
This report had been originally prepared as an asr report. However, as advised by the MDR policy branch ((B)(4) 2014) unknown device ID's can no longer be listed in asr report submissions and it has been advised to submit this report as a 3500a MDR report. This report is therefore being submitted more than 30 days from the awareness date.